Event description:
It was reported that the patient experienced recurring incontinence with ams 800 artificial urinary sphincter (aus). The entire aus system was removed and replaced with a new one. The new aus balloon was placed at the center. No further issues were reported in relation to this event. The product was explanted and not expected to be returned. Should additional information be received, a supplemental report will be filed.